Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the adapter was bent and will not attach to the handle. A firing was attempted but the device could not fire. Another adapter was used to complete the procedure. There was no adverse event reported.

Manufacturer narrative:
(B)(4).post market vigilance (pmv) led an evaluation of one handle and one adapter . The unload button on the adapter was fully depressed. No additional visual abnormalities were noted for the adapter or handle. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 17 autoclave cycles for the adapter. The eeprom was uploaded and indicated 37 autoclave cycles for the handle. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. Functionally, the isi pin location of the adapter was checked and found to be at the center. The center rod orientation of the adapter was checked and was found to be assembled properly. The unload button on the adapter was depressed and was unable to be pushed back to the resting position. The adapter was disassembled and extensive damage was seen on the lockout slider block, the non-welded tip housing, and the cam block. The adapter was then reassembled. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the subject device. The adapter was inserted onto the handle and powered up and calibrated as expected. Only four out of five white status lights illuminated indicating less than 15 surgeries remaining on the adapter. A pmv reload was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated clockwise in increments of forty-five degrees and fully articulated left and right each time to detect an out of round sulu load ring but the reload detect led did not turn off indicating that the software recognized the presence of a reload the entire time. The pmv reload was then cycled without hesitation or binding. A review of the device history records indicates the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. Replication of the damage seen on the lockout slider block is consistent with a user attempting to fire a sulu when one is not fully attached. When the block becomes jammed it can prevent the lockout cam block and sulu load link from returning to its resting state. The sulu load link connects to the &quot;unload&quot; button, in turn causing that to become stuck in place. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.